Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Running blood, noted that even though blood was unclamped and saline line was clamped, saline bag ran not the blood. Unable to determine why saline line ran, rather then blood.

Event description:
No additional information was provided. Material # 2477-0007 lot # unknown. It was reported by customer that running blood, noted that even though blood was unclamped and saline line was clamped, saline bag ran not the blood. Unable to determine why saline line ran, rather then blood. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip # 36305 device available for investigation: no please see the below device problem report. No serious harm was reported. Unfortunately, the device is not available for investigation. Alberta health services (ahs) requests a production lot review (when lot number provided) and a summary report of complaints, problems and incidents (including level of harm) associated with this device, to be provided within ninety (90) days. Next steps ¿ your actions ¿ please reference the ahs mdip (indicated above) in all communication associated with this mdip, and copy me in all communication. ¿ provide your file/reference number for this mdip report. ¿ please send me the final report, and copy the primary clinical contact and manager (see names below), as well as ahsmdiiregulatory@ahs.ca. ¿ provide replacement or credit details as appropriate, and advise once credit or replacement has been completed. ¿ should you require additional information that has not already been provided, in order to help the investigation and/or improve the device or its manufacturing, please send me those specific questions. Should additional important information about this device or problem become available, this information will be shared with you. Please contact me if you have any questions. Sincerely, (B)(6). Ahs mdip report. Incident or problem information. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2023. Site name/location: (B)(6) hospital level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: running blood, noted that even though blood was unclamped and saline line was clamped, saline bag ran not the blood. Unable to determine why saline line ran, rather then blood. Device information. Device name/description: set blood transfusion alaris pump non-vented 308cmx33 ml 180 micron filter 15 drop with 1 smartsite valve. Manufacturer: carefusion. Manufacturer code/model: 2477-0007. Serial or lot number: unknown. Device expiry date (yyyy-mm-dd): unknown. Supplier: cardinal health canada inc. Supplier catalogue number: al2477-0007. Was the device retained? No. Follow-up: customer response on march 18, 2024. 1. Could you please provide a further description of the issue? 2. Can you please provide the lot number associated with reported issue? Unknown. 3. If possible, could you please provide picture samples for investigation? Sorry the sample was not available to take a picture of. Customer response on march 18, 2024. Unfortunately, that all I can remember to this date of the incident due to it occurring awhile ago.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing slide clamp issues / damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2477-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.